Event description:
It was stated that a patient was experiencing intermittent stimulation and she was having "difficulty" turning stimulation on or off. It was also stated that the patient was experiencing pain. These symptoms occurred after a two falls between (B)(6) 2012 and (B)(6) 2012. One fall the patient fell on the implant and other one she fell down "some" stairs. It was stated that prior to the falls the therapy was "helping with fecal incontinence." It was noted that the patient saw their managing physician and "they had difficulty adjusting or turning off." The patient had turned stimulation off but reported that she occasionally feels stimulation. It was stated that there was no imaging that was recommended or performed. Further information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-33, lot # v866737, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).